Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. During the evaluation the ventilator service required alarm could not be duplicated by operational checking performed. The error log was reviewed and error code e-220 was confirmed which indicating speaker failure as the corresponding alarm. While the issue was not duplicate, the speaker assembly was replaced. Periodic maintenance 1 was performed. Correction: the error code in section b5 was incorrectly reported as e220 which should have been e202. After further review of this complaint, it has been determined that this event is not reportable since there are no other error codes in the event log that would suggest a failure of either the therapy buzzer or the power buzzer, which are backups in the event of a primary speaker fail. Given this and the reportability guidance in ER 2239283 this event is not reportable.

Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. During the evaluation the ventilator service required alarm could not be duplicated by operational checking performed. The error log was reviewed and error code e-220 was confirmed which indicating speaker failure as the corresponding alarm. While the issue was not duplicate, the speaker assembly was replaced. Periodic maintenance 1 was performed.